Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his shoulder, chest and back. The area was described as red with itchy bumps but no blisters or open wounds. The patient reported that the irritation had started to clear up after removing the device. During a follow up the patient reported that his doctor prescribed triamcinolone cream and the rash was better.